Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. The locking thread was found to be damaged but the device was able to thread in and lock in a plate sample without difficulty.

Event description:
On 1/24/2022, it was reported by a sales representative via email that an ar-8916vnc-18 low profile locking screw was inserted into the plate but it would not lock into place and could be easily removed with little efforts. Surgeon thought the threads on the screw were either warped or worn. Case was completed using another ar-8916vnc-18 from a different lot number. This was discovered during distal radius fracture procedure on (B)(6) 2022. Additional information received: 1/26/2022: the implant did not break in any fashion and all other devices were implanted successfully exhibiting a strong repair.